Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is not seeing properly and "there is a great deal of blurring." The doctor told him that there are no signs of glaucoma or retinal detachment, however, he has not been told why he cannot see well. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).